Event description:
Taxus stent balloon inflated normally and deflated normally during stent deployment. Inflation and deflation technique was according to product IFU and boston scientific rep directions. Following deflation, the balloon was unable to be withdrawn. Even after several attempts to reinflate and deflate the balloon, it could still not be withdrawn. As a last resort, significant tension was applied which caused the guiding catheter to abruptly and deeply enter the artery. This allowed the balloon to finally be withdrawn. However, the potential for serious injury to the coronary artery as a result of dissection by the guiding catheter was present. This "balloon sticking" has been observed on other occasions by other interventional cardiologists at this institution. As coronary dissection could involve occlusion, infarction, or death, reporter considers this a very serious problem with the product.